Event description:
As reported by the user facility: event 1: incident description: during an incident involving norepinephrine pumps, pump #1 alarmed due to an air bubble while running at 0.05 mcg/kg/min, and pump #2 was increased from 0.01 mcg/kg/min to 0.06 mcg/kg/min. The patient's mean arterial pressure (map) dropped to 50 during infusion adjustments. An air bubble in pump #1 was flushed out, wasting about 40cc of norepinephrine. Pump #2 also alarmed and stopped infusing due to an air bubble. It took about 2 minutes to clear alarms on pump #1, which was then restarted at 0.08 mcg/kg/min, and another 2 minutes to clear alarms on pump #2, wasting another 40cc of medication. The patient's blood pressure subsequently increased to systolic levels of 210, and the pumps were titrated to 0.05 mcg/kg/min (pump #1) and 0.01 mcg/kg/min (pump #2). The incident involved equipment issues and resulted in minimal harm to the patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.